Event description:
It was reported that the patient developed an infection within the surgical area. Symptoms of infection were unknown. It was also unknown if the infection was device or procedure related. The patient underwent an explant procedure. The explanted ipg and lead were discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7046403.